Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a small bowel and mesentery, the surgeon was firing across small bowel toward the end of the procedure using a 60mm tan tri-staple reload on an idrive ultra 1 handle. The stapler had not been fully cycled, so it wouldn't fire when he first pushed the green firing button. Upon firing on the mesentery, a small section of the staple line started bleeding. The resident grasped the area to control the bleeding with a grasper. The surgeon had to hand sew laparoscopically. He eventually achieved hemostasis, and continued with the procedure. At the end of the procedure, he tested for leaks, and there appeared to be none. The patient was brought back later that night for excessive bleeding in the abdomen. Last report (the following afternoon) was that the patient was recovering in ICU. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient. No reinforcement material was used.